Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer reported that they had 2 problems. Infusion set has failed. The customer reported that the insulin pump was not delivering insulin and caused blood glucose to go high and changed it out and blood glucose came out straight. Sensor was changed on sat on sunday was getting lost sensor. Customer noticed blood glucose went over 400 mg/dl. Customer mentioned that sensor had a lot of blood under the adhesive patch when she removed it. Sensor was returned for analysis.